Event description:
Patient was skin tested in forearm in 2000 with negative results. 25 days later, pt received initial treatment with 1 cc of collagen in the nasolabial folds, marionette lines, and perioral lines. 2 days later, pt received second treatment with 1 cc of collagen in the same treatment sites. Approximately 7 days later, pt noted swelling at injection sites, and physician found swelling and induration at all injected sites including test site during office visit 5 days later. Physician has prescribed a tapering dose of prednisone taken orally starting on the same day. The physician has diagnosed hypersensitivity at injection sites and positive skin test which is related to the collagen.